Event description:
It was reported that a flo-gard infusion pump had a f-22 alarm. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, alarm log review, internal battery testing and functional testing were performed. The f-22 alarm was identified during functional testing and the alarm log review. The cause of the condition was a defective cpu board. To correct the condition, the cpu board was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.